Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The connections and voltages were checked on the image acquisition system (ias). The bios was reset. The system then passed checkout. Fdm b01, fdr c13, fdc d02 are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system is stuck in stand alone and will not connect and boot all the way. The user has attempted serval reboots. There was no impact on patient outcome and the procedure was delayed by less than one hour.